Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege: blood specimens taken on (B)(6) 2010, tested by quest diagnostics and reported on (B)(6) 2010, reveal that the pt has an abnormally high chromium level of 4.6 mcg/1 (reference range 1.4 or less) and an abnormally high cobalt level of 6.5 mcg11 (reference range of 1.8 or less). These levels of toxicity are a direct result of metallosis produced by the asr xl acetabular systems implanted into her left and right hips. In addition both hip sockets have loosened. Due to the high levels of toxicity and the loosening in the hip joints, in all probability both artificial hips will have to be removed and replaced in the near future.